Manufacturer narrative:
The system operator¿s manual contains instructions for proper prime and setup. The graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The system operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury.ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc.if stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the system contributed to the reported event.the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 16, 2016. Based on qa assessment, the product met specifications at the time of release.the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced visible inflammatory cells. This was noted at post operative visit following cataract extraction with intraocular lens implant procedure. The aqueous was observed through the slit lamp and noted to be not clear. Steroids and mydriatic agents were administered. The surgeon noted that he uses extremely low parameters. There was no eye infection. It has been reported that this patients symptoms have resolved. Additional information has been requested and received. This report is for the third of five patients being reported from this facility.